Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not power on. The medical surveillance specialist (mss) spoke with the patient on april 15, 2010 and obtained the following information. The patient alleged that the product issue began on (B) (6), 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The patient informed the mss that she tests her blood glucose four times a day. The patient stated that she takes a combination of oral medication and humalog insulin to manage her diabetes (exact dosages not specified). The patient confirmed that she did not change her usual diabetes routine due to the alleged product issue. A few minutes after the alleged meter issue began, the patient stated that she became "shaky and disoriented." The patient stated that she did not test her blood glucose with any meter at the onset of her symptoms. The patient performed self-treatment by swallowing three glucose tablets followed by a cup of orange juice. The patient stated that she felt fine afterwards. During the troubleshooting session, the customer care advocate (cca) identified that the patient was using incorrect test strips that did not fit into the alleged meter. The patient was trained on the correct test strips to use with the subject meter. The cca documented that the meter did not power on when the power button was pressed and when the correct test strip was inserted. Replacement meter and supplies were sent to the patient. This complaint is being reported, because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hypoglycemia, and required self-treatment after the alleged meter issue began. However, there is no evidence that the alleged device malfunctioned because the issue was resolved with training.